Event description:
Patient was reported to have experienced stridor correlated with vns stimulation and was disabled. The stridor was noted to have been causing cardiac issues. Patient was noted to be to having an increase in seizures due to the loss of therapy. Patient was programmed on and it was reported the patient had an increase in blood pressure correlated to vns stimulation. The generator was disabled again. Confirmation on the cause of the adverse events could not be provided by the physician. No additional relevant information has been received to date.